Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump had functional, and no disposable alarms (nda) tests done with no issues found. The most likely/suspected cause of the customer reported problem was a faulty disposable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated the pump software, and the pump performed as intended.